Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Event description:
Sales rep. Called and informed that: "an eds3 was used on a patient on (B)(6), 2014. On (B)(6), 2014, it was verified that the system was not draining properly from the drip chamber into the collection bag. The nurses had to flush the system several times in order to drain the system. Eds3 was removed from the patient on (B)(6), 2014, and drainage discontinued. No adverse consequences to the patient were verified".

Manufacturer narrative:
Upon completion of the investigation it was noted that the eds iii was visually inspected and traces of biological debris were noted on the filter in the top of drip chamber. The eds iii was set up as per IFU. The drip chamber stop cock was turned to the off position. Purified water flowed into the drip chamber. The drip chamber was then filled up to the 20ml mark with purified water. The system stopcock was then closed. The drip chamber stopcock was opened; the purified water flowed a bit slower than normal, and emptied into the collection bag. No review of the device history records was performed as no lot number was provided by the customer. As noted in the IFU: caution: close the clamp below the atmospheric vent to prevent wetting the vent when the bag is laid down, such as during patient transport. If the vent becomes wet, it may prevent the flow of csf into the bag. Once the system is set up on an IV pole or other support, open the clamp below the vent. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.